Manufacturer narrative:
The report of driveline damage resulting in the need for a clam shell repair kit to be installed was confirmed based on a submitted photo of the patient's driveline. The photo confirmed separation of the sleeve from the metal system controller connector. X-ray images of the internal and external portions of the driveline were examineed and no areas of potential shield breakdown were identified. The system controller log file submitted for evaluation at the time of the event captured normal pump parameters. The system appeared to have functioned as intended with no atypical alarms captured. A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 4 months. The patient remains on lvad support with no further issues reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to an accidental pull on the driveline that reportedly occurred when patient walked through a gate, snagging the driveline. No alarms were reported. It was also reported that the patient had a "bleeding driveline." In addition, the patient's inr, previously stable at 2-2.9 for months, was currently at 5.6. The patient's lactate dehydrogenase levels were reportedly stable and the patient's hemoglobin was 14.9 g/dl. Review of the submitted log file by the manufacturer's technical services representative revealed one transient elevated pump power event. The submitted x-rays appeared unremarkable. A universal clamshell repair was performed on the patient's driveline. The patient was discharged home on (B)(6) 2016 with no further bleeding following application of surgiseal and a special compression dressing around the driveline site that was left in place for 24 hours.